Manufacturer narrative:
The customer's address is unknown: USA has been used as a default.  FDA notified: the initial reporter notified the FDA via uf/importer report#: (B)(4). Investigation summary: a complaint of a roller clamp missing was received from the customer. No product or photo was returned by the customer. The customer complaint of misassembly could not be verified due to the product not being returned for failure investigation. A device history record review for model 42511e, lot number 21069787 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 24jun2021. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the bd alaris smartsite gravity set was missing a rolling clamp. The following information was provided by the initial reporter: tubing set does not have a roller clamp.